Event description:
(B)(6) year old female patient had been treated with seednet on (B)(6) 2015 for a vascular malformation on the right thigh. After the procedure, once consciousness, she experienced scaltin nerve palsy, a transient dysesthesia on the thigh was also experienced. The patient had been treated by anti-inflammatory, corticotherapy and physiotherapy. During a follow up on (B)(6) 2015, the investigator indicated that the saline solution injection to the vein hydro-dissection could have facilitated an ice backflow near the nerve, which was thus in contact with a frozen zone during the intervention.

Manufacturer narrative:
A follow-up report provided by the site contained the following information regarding the patient:fu 1: at the time of intervention, the ablation zone was not considered to be too close to the major anatomical structures such as nerves or vessels, as they were greater than 5 mm from the visible lesion. Thus the patient was included in the study. During surgery, the femoral vein (but not the sciatic nerve) was considered too close to the lesion by the investigator and it was moved out by injecting saline solution. MRI done on (B)(6)-2015 showed:1 - edema of the muscle in which the venous malformation was located (expected).2 - edema of the nearby zone (unexpected).3 - nerve thickening with MRI high signal intensity, suggesting an edema component. These aspects are not predictive of full recovery.the investigator believes that the saline solution injection to the vein hydro-dissection could have facilitated and ice backflow near the nerve, which was thus in contact with the frozen zone during the intervention.the investigator and the sponsor consider the vent probably related to the procedure of implementation of the medical device.fu 2: MRI confirms that the venous malformation was relatively far from the vascular pedicle, but it was in contact with the sciatic nerve.fu 3: the event was resolved on (B)(6) 2015 with sequelae: total foot paralysis. The investigator and sponsor consider the event related to the implementation procedure of the medical device.

Manufacturer narrative:
The device in this event was used in an off-label use. There was no indication that the device malfunctioned. The device was not returned and a device investigation could not be conducted. A review of the labeling was conducted. Although nerve palsy and dysesthesia are not specifically identified as potential adverse events, pain and neuropathy are stated as potential adverse events in system user manual. Device not returned.